Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the right atrial lead and right ventricular lead dislodged. The patient has twiddlers. Both leads were repositioned and the procedure completed on (B)(6) 2018. The following day the right atrial lead was found to have dislodged again. Repositioning of the right atrial lead was attempted but not successful due to a helix retraction issue. The lead was capped and replaced on (B)(6) 2018. The patient suffered no consequences.